Manufacturer narrative:
A product investigation was performed ¿ the instrument was found to be missing the ratchet bar which attaches to the handle of the device. The instrument was unable to be repair and was sent to the complaint handling unit. Upon arrival the instrument was inspected and the complaint condition was able to be confirmed. A definitive root cause was unable to be determined however the missing component is likely related to a worn leaf spring which is utilized to retain the ratcheting bar. The complaint is confirmed. The rod introduction pliers are a component of the dual-opening uss system and are utilized for construct assembly. The returned instrument was evaluated and the complaint condition of missing components was able to be confirmed as the ratchet bar was not returned with the device. The ratchet bar is retained in the handle of the device using pressure applied by a leaf spring. Inspection under magnification identified wear/deformation on the leaf spring which likely allowed the ratchet bar to fall out and before lost. The wear is likely related to the age of the device (mfg 10/2002 ¿ 13 years old). Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement . Event date.: unknown implant and explant dates: device is an instrument and is not implanted/explanted. The customer reported the handle was broken. The repair technician reported the ratchet was missing, the male spring was worn on the end, the tube was bent, and the collet was sticking. Missing parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 27-aug-2015. The evaluation was confirmed. Service history review ¿ part no: 388.509, serial/lot no: (B)(4)/4488087. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 9-oct-2002. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle was broken on a rod introduction pliers for dual-opening impl f/6.0mm rods. This was found on set inspection, there was no surgery involved. The sales consultant confirmed that there was no patient involvement and that the issue was found outside of the operating room. This is report 1 of 1 for (B)(4).